Event description:
The tip of device broke off during an ankle arthroscopy. The broken tip migrated into the posteriomedial ankle. The tip was removed with the aid of a c-arm.

Manufacturer narrative:
The device has been discarded by the facility and an evaluation of the device could not be performed. A review of the complaint history for this device shows a total of 6 complaints for this device since 2000. The last reported complaint for this device and failure mode was 7/01. A more complete review revealed this customer had purchased 2 products and damaged both devices. Suspect user technique or handling issues. The sales rep will be made aware of this occurrence and will be instructed to offer inservice and/or add'l training materials to prevent future occurrences.